Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The x-rays and medical records were requested, but not provided. If additional information becomes available, it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 6570-0-536, lot # 32472203, description: delta v-40 ceramic head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.

Event description:
It was reported that, "patient had revision due to infection. The above implants were taken out and replaced with 6570-0-536 lot 32905801, and 623-00-36g lot mjelv2."